Event description:
As additionally reported to coloplast, though not verified, the patient with this device also experienced bacterial vaginosis, dysuria and hematuria. A CT of abdomen/ pelvis showed a decompressed bladder with diffuse wall thickening and mild surrounding edema. The patient also experienced pelvic pressure/ fullness, passing air from bladder/ vagina at times. A pelvic ultrasound showed no fluid collection, normal. The patient experienced incomplete bladder emptying, urinary frequency, recurrent grade 2 cystocele, vaginal vault prolapse. No sign of fistula on exam and the patient elected for no surgical intervention at this time.

Event description:
As reported to coloplast, though not verified, the patient had an altis implanted in 2022 and reportedly experienced recurrent urinary tract infections.

Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.